Event description:
Note: this report pertains to one of three speedband superview super 7 devices that were used in the same patient and procedure. It was reported to boston scientific corporation that three speedband superview super 7 were used during an oesophagogastroduodenoscopy (ogd) procedure for oesophageal varices performed on (B)(6) 2025. During the procedure, it was reported that the banding kits would not deploy. Additionally, the same problem happened on the other two speedband superview super 7 devices. On june 27, 2025, additional information was received that the tripwire was not secured on the slot. The patient experienced a cardiac arrest and passed away. However, it was not confirmed if the devices contributed to the patient complications. Note: it was reported that the trip wire was unable to be secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b2: the exact date of death was not reported. It was estimated to be june 19, 2025, based on event date reported. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf patient code e0602 captures the reportable patient complication of cardiac arrest. Imdrf impact code f02 captures the reported death.

Manufacturer narrative:
Block b2: the exact date of death was not reported. It was estimated to be (B)(6) 2025, based on event date reported. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf patient code e0602 captures the reportable patient complication of cardiac arrest. Imdrf impact code f02 captures the reported death. Block h2 (additional information): block b5 has been updated based on the additional information received on july 22, 2025.

Event description:
Note: this report pertains to one of three speedband superview super 7 devices that were used in the same patient and procedure. Procedure summary: it was reported to boston scientific corporation that three speedband superview super 7 were used during an oesophagogastroduodenoscopy (ogd) procedure for oesophageal varices performed on (B)(6) 2025. Event summary: during the procedure, it was reported that the banding kits would not deploy. Additionally, the same problem happened on the other two speedband superview super 7 devices. On june 27, 2025, additional information was received that the tripwire was not secured on the slot. The patient experienced a cardiac arrest and passed away. However, it was not confirmed if the devices contributed to the patient complications. Note: it was reported that the trip wire was unable to be secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. Additional information received on july 22,2025. Was the device used to treat actively bleeding oesophageal varices? Yes. It was stated that the second two banding devices were successful, was the patient stable after the procedure? No, arrested and died during procedure. How many days post procedure did the patient die? As above. What was the cause of death? I have not seen death certificate but in my opinion severe liver failure / coagulopathy / varices. Did the patient have any co-morbidities that contributed to her death? Yes -end stage liver cirrhosis.